Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2000 - the patient was diagnosed with stress urinary incontinence, dysfunctional uterine bleeding, pelvic relaxation, polycystic ovaries, adhesions involving the left adnexa and underwent a total abdominal hysterectomy, burch procedure with implant of an unknown "marlex" mesh (alleged bard/davol flat mesh) and a posterior repair. On (B)(6) 2008 - (B)(6) 2012 - the patient had multiple md office exams with complaints of dysuria, hematuria, urinary incontinence, abdominal pain and diarrhea. The patient underwent multiple urinalysis with no definitive symptoms of infection. The patient was treated on multiple occasions with oral antibiotics due to a suspected urinary tract infection.